Event description:
This is filed to report air embolism, requiring intervention. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3. After the steerable guide catheter (sgc) was inserted into the left atrium, air bubbles were detected via ultrasound. Air was aspirated and the procedure was continued. There was no indication that the guide was the cause of the air embolism. The patient was stable throughout the procedure. One clip was implanted with no reported issue, reducing mr to grade 1. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported air embolism cannot be determined; however, embolism (air) is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.